Event description:
Alleged issue: the hospital reported that during the surgery, the surgeon tried to use the stapler and it didn't work. Staples were not coming out. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). The device sample has not been returned to the manufacturer at the time of this report. The manufacturer will continue to monitor and trend related complaints.